Manufacturer narrative:
The reported issue of battery error could not be confirmed as no product nor device logs were returned for investigation. Device history record: a review of the device history record showed the device had a manufacture date of (B)(6)2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that device has battery issue. The device had a battery error, conditioned battery and performed infusion. Performed all tests, and returned to service. There was no patient harm. Per customer, no further information will be provided, including patient demographics and no products will be returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that device has battery issue. The device had a battery error, conditioned battery and performed infusion. Performed all tests, and returned to service. There was no patient harm. Per customer, no further information will be provided, including patient demographics and no products will be returned.